Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information received, it was reported that cannot cut well. The customer does not want to provide additional information about this pc. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the cordcutter device did not cut well. There was no procedure nor patient involvement reported. There were no adverse patient consequences reported. No additional information was provided.